Manufacturer narrative:
Insufficient information has been provided to fully evaluate this complaint. The etiology the patient's death and any potential relationship to the patient's dialysis products remain unknown. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to 11 (B)(6) 2013.

Event description:
Technical support received a telephone call from a patient's husband stating that the patient had expired due to a heart attack and would like the cycler picked up.